Event description:
Rep has indicated to us that in the past when they have purchased the above prod it would come with 2 grey pieces. Now she is noticing that it comes with 1 grey and 1 black. The problem is when she sterilizes the prod an oily greasy residue comes off the prod which causes her concern. We thought it might be wear and tear but they tried a brand new one and the same oily residue appeared. They also confirmed that they followed our dfu for the sterilization steps.

Manufacturer narrative:
Device has not been rec'd for eval.